Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device has triggered an alert. More information has been requested to further evaluate the situation and determine the appropriate next steps. At this time, the device remains in service. No adverse patient effects have been reported. Additional information will be included if available.

Manufacturer narrative:
Correction to section f, user facility / importer report information. Field f10, device codes.

Event description:
It was reported that this device has triggered an alert. More information has been requested to further evaluate the situation and determine the appropriate next steps. At this time, the device remains in service. No adverse patient effects have been reported. Additional information will be included if available.